Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument and performed a device evaluation. The instrument was found to have the main tube broken. No material was found missing. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.042¿ - 0.548" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the tip-up fenestrated grasper (part# 470347-11 / lot-sequence# n10210215-0003) associated with this event has been performed. Per this review of the logs, the tip-up fenestrated grasper was last used on (B)(6) 2022 during a low anterior resection on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that the tip-up fenestrated grasper instrument had a broken main tube. This failure could result in a fragment from the tube falling inside the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if a fragment did fall into the patient.

Event description:
It was reported during a da vinci-assisted surgical procedure, the casing on instrument is cracked/broken. The procedure was completed as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has attempted to contact the customer to obtain additional information related to the reported issue. However, as of the date of this report, no further details have been obtained.